Event description:
It was reported that a tandem mobi cartridge alarm occurred during the cartridge load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the alarm and decided to replace the pump, which was under warranty.